Event description:
It was reported that the arterial pressure is being "slaved" from the bedside monitor. The intra-aortic balloon pump (iabp) screen shows that the arterial line has not been zeroed. The staff zero the arterial line, but this did not change the screen. Then the staff connect the central lumen directly to the iabp. The pressure readings were still not correctly displayed. The staff pause the iabp from pumping and they see an unassisted pressure of 110/50, map- 64. When they went back to pumping there was no assisted pressures and they saw an unassisted diastole and map on the control head. As a result, the iabp was swapped out. The second iabp was pumping appropriately, and assisted pressures are being displayed. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "no assisted pressures displayed" is confirmed based on the pictures submitted in the complaint; however, the returned front-end board passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the arterial pressure is being "slaved" from the bedside monitor. The intra-aortic balloon pump (iabp) screen shows that the arterial line has not been zeroed. The staff zero the arterial line, but this did not change the screen. Then the staff connect the central lumen directly to the iabp. The pressure readings were still not correctly displayed. The staff pause the iabp from pumping and they see an unassisted pressure of 110/50, map- 64. When they went back to pumping there was no assisted pressures and they saw an unassisted diastole and map on the control head. As a result, the iabp was swapped out. The second iabp was pumping appropriately, and assisted pressures are being displayed. There was no report of patient complications, serious injury or death.